Event description:
Customer reported that she had unexplained low blood glucose and low blood pressure for two months. Customer went to the emergency room and was hospitalized twice. Customer's blood glucose readings at the time of the emergency room visits ware unknown. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.